Event description:
A malfunction alarm was reported by the customer, identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided instructions for future occurrences, and confirmed that the malfunction code did not recur after the reset; the customer was able to continue using the pump without issue.